Manufacturer narrative:
(B)(4). Method: the returned complaint rt235 infant breathing circuit was visually inspected, pressure tested, and submerged in a water bath to check for leaks. Results: no physical damage was observed with the returned breathing circuit. Pressure test revealed that the circuit was out of specification. The water bath test showed that the device was leaking at the seal between the swivel elbow and the swivel wye. A lot check was not performed as no lot information had been provided. Conclusion: the two parts that make up the y-swivel are held together by a snap-fit, which has some inherent leakage that is detected and compensated for by the ventilator. It is possible that if not properly locked into place, the leak between the swivel joint was enhanced during transport or setup despite having passed the leak test at the time of production. All circuits are pressure tested before they are allowed to leave the production line. This is an automated process and the circuits would have met the required specification at the time of production. As part of our ongoing product improvements, a change was made to the design of the swivel and implemented at the end of (B)(6) 2010. However, we could not determine if the subject swivel wye was of the old design as the lot number of the complaint rt235 infant breathing circuit was not provided by the hospital. (B)(4).

Event description:
A hospital in (B)(6) reported to a fisher & paykel healthcare (fph) field representative that an rt235 infant dual-heated evaqua breathing circuit failed the ventilator leak test. This was noticed prior to patient use.